Manufacturer narrative:
With concomitant medical products: model: addr01 ipg; implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing on stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.